Manufacturer narrative:
Device evaluation: pump analysis results revealed shorting across the insulator (a feedthrough anomaly) in the pump motor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump had not been empty, though it was very close. The problem was reportedly the low battery reset; once the low battery reset was known, the nurse did not fill the pump. The cause of the burning sensation over the pump was not known.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Pump analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving unknown baclofen (2000 mcg/ml at 452 mcg/day) via an implantable pump. The pump's indications for use (IFU) were listed as intractable spasticity and cerebral palsy (cp). On (B)(6) 2015, the hcp reported that alarms were heard but no 8840 programmer was available to perform telemetry. The hcp stated that the patient was brought to the emergency room (ER) and patient's father stated that the pump was empty. The hcp wanted to know who could go to the ER to fill the pump. The managing hcp's office was notified and they were told that the patient needed to go to a specific hospital to get the pump filled. The hcp stated that the hospital was miles from their ER. The change in therapy/symptoms was reportedly sudden. The patient felt a burning sensation over the pump and every time the pump alarmed, he screamed. The patient was a cp patient with mental retardation (mr). The rep reported on (B)(6) 2015 that low battery reset and safe state alarms occurred and that there were no symptoms. Additional information later received from the rep indicated that the pump was explanted on (B)(6) 2015 and a new pump was implanted. The rep also indicated that before the reset, the pump was delivering unknown baclofen (2000 mcg/ml at 500 mcg/day). The explanted pump was sent to pathology with request to hold for return to the manufacturer and was later returned to the manufacturer. Additional information (including drug information, the cause and details of the empty pump that was initially reported, the cause of the low battery reset pump alarm and the burning sensation over the pump, the actions/interventions taken to resolve the event, and the resolution status of the event) has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.